Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue of "gas loss in iab circuit". The iabp unit passed all manifold leak tests. The fse verified that the unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) emitted a "gas loss" alarm, while in use on a patient. The patient was switched to a back-up console. There was no patient harm. No adverse event was reported.